Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. Stryker oberved a battery pin was loose and replaced the battery pins as a precaution. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly power off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.